Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic for a follow-up after receiving a patient notifier for upper out of range pacing lead impedance. In-clinic impedance measurements were normal. Increased capture threshold was observed and had occurred at the same time the impedance began to increase. The patient had complete heart block with an underlying escape rhythm. The patient will continue to be monitored. No further information is available.

Event description:
New information receives states the lead was capped and replaced due to the continuing increased electrical measurements. The patient condition was stable before, during, and after the procedure.